Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing shortness of breath. The device delivered multiple inappropriate atp and shock therapies due to a junctional rhythm. The lead was reported to be dislodged. The lead was explanted and re-implanted on the right side of the patient. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received indicated that the device was explanted and returned.